Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the turbine module was replaced. After the replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The turbine module generates the inspiratory air flow and pressure from the surrounding air. The air flow is then mixed with the o2 flow from the o2 gas module. Analysis of the provided device logs confirms the generation of turbine module failure technical error codes, indicating an internal power failure in the turbine module. The replaced turbine module was returned for further investigation. A visual inspection of the returned turbine module revealed no abnormalities. The turbine was then placed into a reference ventilator for simulated use testing. During this testing, a pre-use check was initiated, and the internal test, particularly the blower inlet subtest, failed due to high inlet resistance. Additionally, the internal leakage test failed because of low inspiratory pressure. During ventilation, the reported issue occurred as technical error codes indicating a turbine module failure appeared. To further assess the turbine module, the printed circuit board (pcb) inside the module was replaced with a reference pcb to determine if the technical error was caused by the electronics on the pcb. After replacing the pcb, the problem with the failed internal leakage test was resolved, and the technical error codes disappeared. Although it was not possible to determine the exact cause of the power failure in the faulty pcb, it is most likely due to a component failure, as the measured resistance in some circuits on the pcb was rather high. In conclusion, the device failed to meet its specifications, and it was determined that the issue originated from the turbine module due to a random component failure on the turbine module's pcb.

Event description:
It was reported that the ventilator generated technical error codes indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).